Event description:
One 26 mm jostent coronary stent graft lot no. 103354 was used in treatment of free perforation, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts >/= 2.75 mm in diameter. The perforation was not sealed and patient was sent to o.r.